Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that following a glaucoma stent implant procedure, the patient had a severe inflammatory reaction which was prolonged but has since settled on steroids. The patient has had a good iop lowering effect from the stent. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of severe inflammatory reaction; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. No information was provided regarding intraoperative complications associated with the company stent implantation, and there is no mention of company stent failure. Similarly, there is no information regarding the basis for inflammation "severity" as a categorization. Possible root cause is that postoperative inflammation is a known risk associated with company stent implantation, which is clearly identified in the product labeling. The manufacturer internal reference number is: (B)(4).